Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6) failed to power on during the shift check. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform sn (B)(6) failed to power on was not confirmed during the functional testing and the archive data review. The autopulse platform was powered on and off multiple times, and no issues were noted. The archive data indicated no significant discrepancies, not confirming the reported complaint. The autopulse platform was able to be powered on and off multiple times during the functional testing, not confirming the reported complaint. The platform was tested using the lrtf until the battery was discharged entirely, with no faults or errors detected. Zoll is awaiting customer approval for service repair.